Event description:
A healthcare professional reported rupture was discovered during explant surgery. This record relates to the left side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.